Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection at the right lead extension incision site. Culture was taken however the results are not available. It was noted that the infection may have been related to the device and/or procedure per the physicians assessment however how it is related is unknown. The patient underwent a procedure where the incision site was swabbed and cleaned before closing the incision and completing the procedure. Health care provider (hcp) would not disclose further information despite good faith efforts. The lead extension remains implanted, and the patient did well post-operatively.